Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a, lot# j0210104v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a, lot# (B)(4), implanted: (B)(6) 2002, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had a broken lead. The caller stated that the rep believed the lead was broken because there were high impedances. The caller also reported that the ins died prematurely and the rep said the reason for the depletion was likely related to the lead issue. It was noted that the elective replacement indicator (eri) occurred on (B)(6) 2016. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.